Manufacturer narrative:
The initial report had the incorrect information related to hospitalization. The correct information has been provided with this report.

Event description:
It was reported that customer was not hospitalized they received care from the primary care physician on (B)(6) 2019 due to rashes, sores, and hives on the skin due to the adhesive on the infusion set.

Manufacturer narrative:
Device was received with missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not able to lock in place when inserted into the insulin pump and the customer was hospitalised on (B)(6) 2019 due to rashes, sores, and hives on the skin due to the adhesive on the infusion set. The customer's blood glucose level was 149 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer reported irritation under the adhesive of the infusion set. It was reported that the black piece at the top of the reservoir compartment kept popping off. The customer stated that there are no leaks within the tubing of the set or reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.